Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k)#: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hirotoshi ishiwatari, 2024 ¿ eus-guided hepaticogastrostomy versus eus-guided hepaticogastrostomy with antegrade stent placement in patients with unresectable malignant distal biliary obstruction: a propensity score¿matched case-control study eus-guided hgs: a curved linear-array echoendoscope was inserted into the stomach. After excluding intervening vessels using color doppler us, the intrahepatic bile duct (b2 or b3) was punctured using a 19- or 22-gauge needle, and a .025- or .018-inch guidewire was inserted into the bile duct and coiled. After tract dilation, a metallic stent was advanced and placed between the intrahepatic duct and stomach. Eus-guided hgas the procedure was the same as that used for eus-hgs up until the insertion of the guidewire into the bile duct. Thereafter, the guidewire was advanced beyond the biliary obstruction and major duodenal papilla after inserting an ercp catheter over the guidewire, and the guidewire was coiled in the duodenum. After confirming the location of the biliary obstruction and major duodenal papilla by injecting a contrast medium, a metallic stent was placed across the biliary obstruction and major duodenal papilla (fig. 1a). Cases where the distance between the distal end of the biliary obstruction and the major duodenal papilla was >2 or 3 cm, placing the metallic stent above the major duodenal papilla was an option. Subsequently, the hgs tract was dilated, and the hgs stent was placed between the intrahepatic duct and stomach (fig. 1b). User error: 0.025- or 0.018-inch guidewire was inserted into the bile duct off label use: eus-guided hepaticogastrostomy with antegrade stent placement off label use: cases where the distance between the distal end of the biliary obstruction and the major duodenal papilla was >2 or 3 cm, placing the metallic stent above the major duodenal papilla was an option patient outcome: n/a no health consequences or impact patient/event info-notes: male 49 (60.5) age 73 (41-90)